Event description:
A distributor reported that a patient's magec rod broke. The patient had been implanted with the magec rod for over one (1) year.

Manufacturer narrative:
This is not an unusual event for growing rod patients. A revision surgery was performed on (B)(6) 2014 to replace the existing rod; the patient was implanted with a new magec rod, without incident. To date, the patient is doing fine and no negative outcomes have been noted. In the literature, growing rods have been reported to break in approximately 25% of cases (bess s, et.al., "complications of growing-rod treatment for early onset scoliosis: analysis of one hundred and forty patients", j bone joint surg am. 2010; 92: 1-11.). A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.